Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Felt pieces of tampon inside - vagina [foreign body in reproductive tract]. Tampon came apart [device breakage]. Case narrative: consumer reported via e-mail that when she removed tampon, it came apart. No serious injury reported.